Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss on the ilet and the user was advised to togle settings and re-enter the pairing code; this aligns with an intermittent communication failure associated with the cgm interface, with implicated components including the antenna and electrical/magnetic elements. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the ilet and the cgm, consistent with intermittent communication failure potentially related to the device antenna or other electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.